Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 454 mg/dl. Troubleshooting was done. Nothing further was reported.